Manufacturer narrative:
Additional information was added to the event description. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Software analysis could not determine the probable cause of the reported behavior due to the lack of reproducibility. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the manufacturer representative was to trying to get some current pictures, but the patient archives had been deleted to free up ram space. They state that there was a 10 minute delay during the case.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a procedure, the site was unable to register the patient on five subsequent attempts. It was noted that the skin on the patient MRI was distorted due to a shunt that was previously placed. Additionally, the MRI image was noted to not be clear or smooth. There was no reported impact on patient outcome. Medtronic received information that the surgeon in the procedure was unfamiliar with the navigation system when the reported issue occurred. Additionally, it was reported that the site opted to continue the procedure with a non-medtronic navigation system. It was reported that the site did not adjust the 3d model in the software, resulting in the failed registration attempts.